Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('my husband is allergic to nickel and he breaks out in a rash all over his body.') In a male patient whose partner had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient's partner had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criterion medically significant) and rash ("rash all over body"). At the time of the report, the allergy to metals and rash outcome was unknown. The reporter considered allergy to metals and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('my husband is allergic to nickel and he breaks out in a rash all over his body.') In a male patient whose partner had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient's partner had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criterion medically significant) and rash ("rash all over body"). At the time of the report, the allergy to metals and rash outcome was unknown. The reporter considered allergy to metals and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.